Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamper was missing from a 6f/7f mynxgrip vascular closure device (vcd) during deployment. The device deployed without error and hemostasis was achieved. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in a diagnostic procedure employing a retrograde approach. A non-cordis sheath was used. The suitability of the femoral artery was confirmed via angiography, including verification of an insertion angle between 30¿45 degrees. The vessel type was arterial, and the procedure was performed in the femoral artery. The vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity or peripheral vascular disease (pvd)/calcium was observed near the puncture site. Hemostasis was successfully achieved using the same device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the white tamper was missing from a 6f/7f mynxgrip vascular closure device (vcd) during deployment. The device deployed without error and hemostasis was achieved. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in a diagnostic procedure employing a retrograde approach. A non-cordis sheath was used. The suitability of the femoral artery was confirmed via angiography, including verification of an insertion angle between 30¿45 degrees. The vessel type was arterial, and the procedure was performed in the femoral artery. The vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity or peripheral vascular disease (pvd)/calcium was observed near the puncture site. Hemostasis was successfully achieved using the same device. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed. The syringe was not returned for this evaluation. Also, a catheter sheath introducer (csi) was not returned for this evaluation. The sealant and the advancer tube were found in their manufactured positions. The sealant sleeve was also observed in the manufactured position, while the balloon showed no abnormal condition. Per functional analysis, the balloon inflation/deflation was performed without issues. A deployment test was performed, and no issues related to device functionality were observed. The sealant deployed, and the advancer tube advanced as expected after the shuttle was distally pushed from the handle to continue advancement of the advancer tube. The advancer tube was then fully removed, passing over the balloon without impediment or friction that could have affected device use. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors possibly contributed to the issue experienced, such as an incomplete shuttling down of the shuttle. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.